Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right upper lung resection, the staples had poor closure which resulted in failed an anatomosis. To resolve the issue, the surgeon used sutures to reinforce the suturing.